Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports sores in sinus passage and lung congestion that subsided after treatment and discontinued use of the soclean. Md prescribed antibiotics several times in the past 3 years - unspecified dates. Md advised customer to discontinue use of the device.